Manufacturer narrative:
A ge service rep performed an onsite investigation. The real time operating system and the general purpose operating system batteries were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up and that error messages were displayed. No pt injury was reported.